Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the patients were not crossing over to the station. A technical support specialist (tss) verified that the maintenance service was running and ran a query to check if the purge queue showed a backlog. The tss restarted the maintenance service, and the selection/deletion processes did not show any errors or failed flags. The tss confirmed that the patient was successfully added to the system and verified that patient information was crossing over from the interface to the server. The customer resolved the interface issue internally after the tss mentioned that the site was experiencing hospital information technology (hit) issues. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patients did not cross over from epic. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patients did not cross over from epic. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.